Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the revision surgery. The date of explantation was rescheduled from (B)(6) 2021. The replacement device is a 650cc mentor memorygel breast implant (catalog #: shpx650). The relevant field has been updated. Section d 6b. Date of explantation: (B)(6) 2021 manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 23-aug-2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and leak test of the returned device. During visual analysis of the returned device, no apparent damage or visual anomalies were observed. Leak testing was performed in accordance with mentor's procedures. Findings revealed a leak from the valve. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube style provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Explantation date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 330cc mentor smooth round high profile prosthesis and experienced postoperative right-sided deflation. The diagnosis was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo removal and replacement with unspecified gel breast implants on (B)(6) 2021.